Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17631696 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a palmaz genesis long gen / pro 39 x 70 bil 80 had a hole in the balloon. No patient issue was caused. The balloon was not inflated in the patient. The stent was not placed in the patient. Product will be returned for analysis. Additional information has been requested.

Manufacturer narrative:
As reported, a palmaz genesis long gen/pro 39 x 70 bil 80 had a hole in the balloon. No patient issue was caused. The balloon was not inflated in the patient. The stent was not placed in the patient. Multiple attempts were made without success to obtain the device and additional information. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17631696 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how diameter increases as pressure increases balloon. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, a palmaz genesis long gen/pro 39 x 70 bil 80 had a hole in the balloon. No patient issue was caused. The balloon was not inflated in the patient. The stent was not placed in the patient. Product will not be returned for analysis. Multiple attempts were made without success to obtain the device and additional information.